Event description:
A malfunction alarm with code malf 16 was reported, and there was no prior notable event leading to it. There was no reported adverse impact to customer's blood glucose level. Technical support assisted the customer in resetting the pump, and when the issue persisted, they decided to replace the pump. The customer was informed about backup therapy using mdi and received instructions on how to return the malfunctioning pump.